Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Event description:
New information received notes insulation damage on the patient's right ventricular (rv) lead.